Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump and led to pump shutdown. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer delivered a correction bolus using pump, planned to use backup insulin pump to maintain insulin therapy, and technical support arranged shipment of replacement pump.